Event description:
It was reported that (2) devices were used during a lobectomy. It was reported by the affiliate that the tr45b and atb45 were used in the case. The instrument was fired and would not staple. Another instrument was used to complete the case. There was no consequence to the pt.